Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, it was noted that the right ventricular (rv) lead pin was bent. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.